Event description:
Caller reported a malfunction alarm occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted with resetting the pump, but since the issue recurred and the pump was out of warranty, it was not replaced.